Event description:
It was reported that the patient was treated by emergency services for hypoglycemia.

Manufacturer narrative:
The pump was not returned to animas. If the device is returned the pump will be evaluated and a supplemental report will be filed. Pump settings and delivery history were reviewed with the patient and confirmed as accurate. The patient eats once daily although her physician counsels her to eat more frequently during the day. No conclusions can be made at this time.